Event description:
It was reported that the nurse received the patient in handoff from day shift on (B)(6) 2023. The nurse then scanned the heparin drip (25000 units in sodium chloride 0.45% 250ml) and noted that the rate was set at 30 unit/kg/hr. The report that the nurse received was that the patient's anti xa level has been "therapeutic" at least twice in a row. At around 0445 on (B)(6) 2023, the nurse drew blood to check the anti xa level and the result was 1.63. The clinician then stopped the drip notified the micu team. The blood was redrawn and came back as "1.73." This prompted the nurse to review the medication administration record (mar) and found that when the night nurse handed off the heparin drip to the incoming nurse on (B)(6) 2023 at 07:33am, rate was 15.6 unit/kg/hr. A new bag was then hung on(B)(6) 2023 at 6:56pm and rate documented on the mar was 30 unit/kg/hr. The clinician reported the findings to the micu team and was instructed to continue with the heparin protocol (stop the drip, redraw blood for anti xa level after an hour) and add aptt level to the test. Hospital staff performed initial analysis of the event. According to the mar, the ordered starting dose for heparin was 11.6 units/kg/hr. (Patient's weight was 86.2kg). It was noted on the report that the heparin bag was replaced twice (first on (B)(6) 2023 at 1852 and second on (B)(6) 2023 at 0438) "in accordance with the mar." It was reported that per customer's review of the alaris infusion report, it was found that the infusion was stopped on (B)(6) 2023 at 056; total of about 291ml was infused as documented, at a rate of 30 unit/kg/hr. The customer concluded that the change in rate did not trigger guardrails as the programmed dose was within the hospitals set limits (soft limit 35 unit/kg/hr. Hard limit 50 unit/kg/hr.). There was patient involvement, but unknown outcome. Bd has learned additional information through due diligence. The customer reported that they "reviewed the case further internally and determined this was a user error. The pumps do not need to be sent in for further evaluation." Although requested, additional information was not provided, such as the outcome of the patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.